Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿adverse local tissue reactions in metal-on-polyethylene total hip arthroplasty due to trunnion corrosion: the risk of misdiagnosis¿ by m. R. Whitehouse, et al, published by the bone and joint journal (2015), vol, 97-b, pp. 1024-1030, doi:10.1302/0301-620x.97b8, was reviewed. The authors performed a detailed review of 17 consecutive metal-on-highly cross-linked polyethylene (mop) thas with a histopathologically confirmed pseudotumor associated with corrosion of the trunnion at the head¿neck junction. The purpose of the review was to highlight the risk of misdiagnosis in this cohort and support efforts to refine the accurate diagnosis of pji. This article contains 17 individual case studies. Of these 17 cases, only patient 4 and patient 14 had depuy products including a prodigy stem and a depuy femoral head. The remaining case studies were implanted with competitor products and are not included in this study. The indications for revision and intraoperative findings are detailed in the individual case event descriptions. (B)(6) male implanted with a depuy prodigy stem, unk 26-mm depuy femoral head, and competitor acetabular components. Revised 134 months after index tha for histopathologically confirmed pseudotumor, pain, soft tissue necrosis, periartivular fluid with inflammatory markers, and unspecified instability. Corrosion of the trunnion on the taper junction of both the head and stem. There is insufficient evidence within the article to determine which products were revised. All histopathologic identifications were confirmed intraoperatively. There was gross evidence of bearing wear on the femoral head.